Event description:
It was reported the pt has lost stimulation due to the charger and programmer being unable to successfully communicate with ipg. Prior to losing stimulation, the pt had been recharging the ipg less than normal. The pt als could not remember if she fully recharged the ipg each time she attempted to recharge. As a result, the pt plans to undergo surgical intervention.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.